Event description:
It was reported that the patient had a loss of stimulation and therapeutic effect. It was noted that the patient reported a shocking or jolting sensation. It was noted that there was high impedance of over 4,000 ohms. It was noted that the action had not been taken but was planned and the patient was waiting for insurance approval for a lead and battery replacement. It was noted that both programs were turned up the amplitude to 10.5 and the patient felt very little stimulation of the left side and none on the right side. It was noted that there was normal battery depletion. It was noted that the patient tried to turn stimulation on and did not feel anything and then felt shocking. It was noted that the patient had shocking all over their body until they turned the implantable neurostimulator (ins) off. It was noted that the patient was alive with no injury at the time of the report. Additional information received reported that a few weeks ago, the patient tried to turn stimulation on with the patient programmer and it did not turn on. It was noted that the patient chanced the batteries in the programmer and then it came on shocking because, the patient had turned it up as well with the patient programmer. It was noted that the jolt was through the whole body, chest, legs and hips. It was noted that the patient then immediately turned it off and it had been off since. It was noted that the battery showed it was 50 to 90 percent used and had the status of ok and a voltage of 2.48 volts. It was noted that no power-on-reset (por) messages were seen. It was noted that all combinations were greater than 4,000 ohms except pairs: 13, 14, 34, 56, and 67. It was noted that an impedance test was repeated at 3.0 volts and there were still a lot of values greater than 4,000 ohms and it was not possible to isolate to the left or right leads. It was noted that the patient did not feel stimulation when turned up all the way to 10.5 volts, only just a little felt on the left side. It was noted that the patient has had the stimulation off for 3 weeks. It was noted that there were no falls or trauma. Additional information received reported that the patient was not getting effective therapy at this time and was waiting for insurance approval for lead and battery replacement.

Manufacturer narrative:
Product ID 748925, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 748925, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 7435, serial# (B)(4), implanted: 2004 (B)(6); product type programmer, patient product ID 3887-33, lot# j0421574v, implanted: 2004 (B)(6); product type lead product ID 3887-33, lot# j0421574v, implanted: 2004 (B)(6); product type lead. (B)(4).